Event description:
It was reported on 07/14/2022 by a facility representative via (B)(4) that an ar-9233 punch is not sliding freely and getting stuck. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9233 was received for evaluation. Visual inspection revealed the device had signs of oxidation on the laser marks and on the shaft that slides through the handle. The device also had signs of wear and tear from usage in the field. It was noted that there was more resistance than expected when attempting to slide the shaft through the handle. The cause can be attributed to normal wear and tear leading to oxidation and increasing the resistance to sliding the shaft.